Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. D10: device received at the final destination. Device history lot: part: 323.360, lot: 3272329, manufacturing site: hägendorf, release to warehouse date: 03.november 2009. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. H3, h6: investigation summary complaint background: it was reported that on an unknown date, during an unknown procedure when the scrub tech tried to insert an unknown 3.5mm drill bit through an unknown 3.5mm drill sleeve, the drill bit would not go all the way through the sleeve. Upon inspection, it was noticed that there was a dent on the sleeve of the drill guide. There was no surgical delay because another set with the same drill guide was opened and the drill bit was able to pass smoothly through the new drill guide. The dented drill guide was not dropped or damaged during the case because it was noticed before it was used. The procedure was successfully completed without surgical delay. There was no adverse event to the patient reported. Concomitant device reported: unknown drill bit (part# unknown, lot# unknown, quantity 1) and unknown drill sleeve (part# unknown, lot# unknown, quantity 1). This complaint involves (2) devices. Investigation flow: damage. Visual inspection: the 3.5 mm universal drill guide (p/n:323.36, lot # 3272329) was returned and received at us cq. Upon visual inspection, it was observed that the drill sleeve was dent, rest of the device showed no signs of damage. Service & repair evaluation: the customer reported the drill bit would not go all the way through the sleeve. Upon inspection, it was noticed that there was a dent on the sleeve of the drill guide. The repair technician reported the device fixed side drill sleeve is damaged. Damaged component is the reason for repair. The item is not repairable per the inspection sheet. The cause of the issue is unknown. The item will be forwarded to customer quality. The evaluation was confirmed. Dimensional inspection: the received device has a dent on the drill sleeve stopping the travel of drill bit. Hence, confirming the complaint. Conclusion: the complaint condition was confirmed as the 3.5 mm universal drill guide (p/n:323.36, lot # 3272329) was dent, which could contribute to the complaint condition. There was no indication that a design or manufacturing issue has caused the dent and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, during an unknown procedure when the scrub tech tried to insert an unknown 3.5 mm drill bit through an unknown 3.5 mm drill sleeve, the drill bit would not go all the way through the sleeve. Upon inspection, it was noticed that there was a dent on the sleeve of the drill guide. There was no surgical delay because another set with the same drill guide was opened and the drill bit was able to pass smoothly through the new drill guide. The dented drill guide was not dropped or damaged during the case because it was noticed before it was used. The procedure was successfully completed without surgical delay. There was no adverse event to the patient reported. Concomitant device reported: unknown drill bit (part# unknown, lot# unknown, quantity 1) and unknown drill sleeve (part# unknown, lot# unknown, quantity 1). This is report 1 for 1 (B)(4).